Event description:
Additional information was received that the patient attended an in-clinic follow-up. The device had bluetooth reactivated and resolved the event.

Event description:
It was not possible to interrogate the device using bluetooth (ble) telemetry. Troubleshooting was performed but the issue still persisted. No intervention has been performed. The patient is stable. Further information was requested but not yet received.